Manufacturer narrative:
The customer evaluated the unit and verified the reported issue. The customer replaced the unit's battery, and the unit was returned to service. The battery was scrapped by the customer due to it being in a covid department. Upon further investigation, the following has been reported: that the reported issue was discovered during preventative maintenance and outside of use. Therefore, this complaint no longer meets reportability requirements.

Event description:
The authorized dealer reported that the battery could not hold a charge. The unit was not in use on a patient. The authorized dealer ordered a battery supply to address the issue.